Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. It was stated that the insulin pump alarmed battery out limit and could not clear the alarm. No troubleshooting was performed. Insulin pump is not expected to return for analysis.